Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hemosplit d/l catheter kit was returned for evaluation. Visual and functional evaluations were performed on the returned device. A complete break was noted to the tunneler sheath and the rest of the sheath was not returned. The edges of the complete circumferential break on the protective sheath segment on the tunneler were noted to be jagged. Therefore, the investigation is confirmed for the reported fracture and material separation issues. However the investigation is inconclusive for the reported entrapment issue as no image evidence was provided to confirm the reported entrapment issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the dilator allegedly came off from the sheath of the tunneler and allegedly got stuck in subcutaneous fat of the patient. It was further reported that a part of the sheath allegedly broke off. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a drainage catheter placement procedure, the plastic sheath tip was allegedly came off the introducer and got stuck in subcutaneous fat of patient. There was no reported patient injury.